Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was admitted to the hospital with dyskinesia. The implantable neurostimulator had a power on reset. The device was reprogrammed and the pt was fine.